Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's wife, reported that on the morning of (B)(6) 2017, customer received a reading of 210 mg/dl on his adc blood glucose meter which was higher than he felt. Customer "started feeling dizzy and almost passed out". Customer's wife called the paramedics and upon their arrival, a reading of 31 mg/dl was obtained on their meter. Paramedics asked the wife to give the customer orange juice and they gave him "sugar water to bring up his blood sugar". Although customer reportedly "felt better after he was given the sugar water", paramedics transported the customer to a hospital where he remained under observation for three (3) days. While in the hospital, customer's blood sugar was "checked from time to time" and he was given unspecified medication for diabetes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. This also serves as a correction report. (Model #) was inadvertently omitted from the initial MDR 30 day report. Model # has been updated.

Event description:
Caller, customer's wife, reported that on the morning of (B)(6) 2017, customer received a reading of 210 mg/dl on his adc blood glucose meter which was higher than he felt. Customer "started feeling dizzy and almost passed out". Customer's wife called the paramedics and upon their arrival, a reading of 31 mg/dl was obtained on their meter. Paramedics asked the wife to give the customer orange juice and they gave him "sugar water to bring up his blood sugar". Although customer reportedly "felt better after he was given the sugar water", paramedics transported the customer to a hospital where he remained under observation for three (3) days. While in the hospital, customer's blood sugar was "checked from time to time" and he was given unspecified medication for diabetes. There was no report of death or permanent injury associated with this event.